Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, as the device was being retrieved, it was noticed that the distal catheter [guide] had separated from the device. The physician exposed the artery above the puncture and found the separated portion lodged in the internal iliac artery. A snare was introduced through a sheath and pressure was applied on the aorta to retrieve the device. Hemostasis was achieved surgically. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of the procedure estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.